Event description:
Boston scientific received information that during a replacement procedure it was difficult to loosen the setscrews of this device. The atrial lead was finally released from the header port while the ventricular lead was cut. At this time the lead manufacturer is unknown. The device and leads were replaced with competitor products. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this investigation will be updated.